Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this right ventricular (rv) lead had micro-dislodged shortly after implant. In addition, the rv lead also exhibited high thresholds and the pacing impedance measurement decreased from 1000 ohms to 600 ohms. Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects were reported.